Event description:
It was reported to covidien on 1/10/2017 that a customer had an issue with a lite glove. The customer states that during a procedure was noticed that lite glove on ulh lite handle had a tear.

Manufacturer narrative:
Submit date: 1/10/2017. An investigation is currently underway. Upon completion, the results will be forwarded.